Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Later, healthcare professional reported "ruptured" confirmed via physical examination.

Manufacturer narrative:
Clarification to b3: partial date of (B)(6) 2025 provided. Clarification to d6a: partial date of 2008 provided. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "saline rupture" (deflation).

Event description:
Patient reported "saline rupture" confirmed via sonogram. Later, healthcare professional reported "ruptured" confirmed via physical examination. This record is for the right side. Device remains implanted.